Manufacturer narrative:
The event was not confirmed. Although no devices and insufficient information was received by stryker orthopaedics, it was determined that the reported event could be the result of an off-label use.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer as it was sent to pathology per hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Surgeon notified us that patient was dislocated and plan to revise (B)(6) 2013. Patient had a stryker proximal femur replacement done about two years ago with a zimmer cup.

Event description:
Surgeon notified us that patient was dislocated and plan to revise (B)(6) 2013. Patient had a stryker proximal femur replacement done about two years ago with a zimmer cup.